Manufacturer narrative:
The x2 user guide state ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Customer's blood glucose 258 mg/dl. Customer changed all supplies and resumed insulin delivery. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin.